Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call no delivery alarm. Customer's blood glucose level was over 500 mg/dl. Customer went to the pharmacy to get needles as a result of the quick sets getting jammed. Customer changed out their set four times and continued to experience no delivery alarms.